Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one 33mm hemorrhoid stapler 4.8mm staples opened by the account. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications.

Manufacturer narrative:
(B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. (B)(4).

Event description:
According to the reporter, during a hemorrhoid procedure, as the device was fired, the click sound was heard and when the surgeon tried to close the trigger, the device loaded, and did not cut and the clip did not form; reportedly the tissue was very thick. The device was fired a second time. The surgical time was extended 1 hour, there was bleeding of 500cc and was reversible tissue damage. Patient status: stable.

Manufacturer narrative:
(B)(4). The device was returned on june 01, 2016.